Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown concentration and a dose of 24.97 mcg/day via an implantable infusion pump for non-malignant pain.  It was reported the patient "went in this past week for a refill," and when they read the patient's pump they said the pump had flipped. It was reported when they pulled the medication out they were told the catheter was not working. The patient stated they are on a small dose the last time it was adjusted "it's like 24.97 mcg/day." No symptoms were reported. No further complications were anticipated/reported.